Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was reported that the patient was hospitalized for treatment for the event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug infusion (dose, duration and frequency were not reported) and unspecified acesodyne (dose, route, duration and frequency were not reported) for the event. At the time of this report, the patient remained hospitalized and was not recovered from the event. Action with pd therapy was not reported. No additional information is available as the reporter declined follow up.